Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight: unknown. Reporter's last name: unknown.

Event description:
It was reported that the customer was unable to place the restoration due to the internal threading of the implant (ioss411) being stripped. The procedure was not completed and the implant had to be removed.

Manufacturer narrative:
One osseotite® certain® implant 4 x 11.5mm (ioss411) was returned for investigation visual inspection of the as returned product identified considerable wear and debris about the implant outer threads. The internal threads are confirmed to be damaged and contain additional debris. The implant no longer functions as intended a device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause for the complaint could not be determined. The following sections have been updated: date of this report. Device expiration. UDI number is n/a. Date received by manufacturer. Checked "follow-up." Checked follow-up type. Changed "no" to "yes". Date of manufacture. Entered evaluation codes. Added manufacturer narrative.

Event description:
No further event details provided at the time of this report.